Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Per (B)(6), the patient had her primary left medial mako done on (B)(6) 2017. On her two week post op visit to the office (B)(6) 2017, the dr. Noticed a tibial plateau fracture beneath the keel of the tibial implant. Patient was in pain when they showed up for the two week post op visit. On (B)(6) 2017 he performed a revision surgery and placed two screws upon the plateau to stabilize the fracture. Dr. Ordered a bone density scan. Patient bone is osteoporotic and she had a low vitamin d count of 9.9. As of 7/5/2017, the patient is doing well. Patient was in pain when they showed up for the two week post op visit.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: an event regarding a revision involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Device history review: not performed as the reported device is software. Rio serial number not reported. Review of the complaint history records could not be performed as the product was not properly identified. A review of the trending project folder couldn't be conducted since there was no catalog number or lot code provided. This product and event will be monitored under current quarterly trend review. A number of elements of this surgery were reviewed to investigate a potential cause for the post-op fractured tibia. Surgeon workflow, segmentation, CT landmarks, and bone registration were all reviewed and were acceptable. Probe check, bone registration error, rio registration rms and checkpoints were extracted from the session file and were all within spec. There was slight over-resection seen in the bone preparation of the tibia in 3 instances, which could be a potential cause for periprosthetic post-op fracture. Overall, there is no suspected robot defect or malfunction suspected. Patient factors cannot be ruled out as a reason for fracture.

Event description:
Per dennis griffin, the patient had her primary left medial mako done on (B)(6) 2017. On her two week post op visit to the office (B)(6) 2017, the dr. Noticed a tibial plateau fracture beneath the keel of the tibial implant. Patient was in pain when they showed up for the two week post op visit. On (B)(6) 2017 he performed a revision surgery and placed two screws upon the plateau to stabilize the fracture. Dr. Ordered a bone density scan. Patient bone is osteoporatic and she had a low vitamin d count of 9.9. As of (B)(6) 2017, the patient is doing well. Patient was in pain when they showed up for the two week post op visit.